Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection of the partial lead noted multiple external insulation abrasions breaching the optim sheath with intact silicone insulation beneath at the proximal and distal regions. The cause of external insulation abrasions is consistent with friction to device can and friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.